Event description:
Device 4 of 4. Reference MDR report: 1627487-2011-04488. Reference MFR report: 1627487-2011-04489. Reference MFR report: 1627487-2011-04490. The patient received his scs system on (B)(6) 2008, including two leads and two extensions (all with different lot numbers). It was reported the patient was dissatisfied with the coverage from his scs system. The patient reported he had not used the scs system since implant. It was reported the physician may perform a surgical intervention. Follow up identified the patient was working closely with his physician to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.